Event description:
It was reported that a peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis was unknown. The patient did not require hospitalization and was treated with unspecified antibiotics (dose, frequency and route of administration not reported) for the peritonitis. At the time of this report, the patient was recovering from the peritonitis with ongoing antibiotic treatment. Action taken with pd therapy was not reported. Additional information was requested but was not available. This is report 3 of 3 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot number h13k06034 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. As the sample was not returned, a complete device analysis cannot be performed. Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up will be submitted. This is the same patient as (B)(4).